Event description:
Additional information received reported the patient opted to have their rechargeable device replaced with a non-rechargeable device. During the replacement surgery it was confirmed that the device had flipped which was the cause of the patient being unable to charge. An impedance check was performed after the replacement and the new battery was ¿good¿.

Event description:
It was reported that on (B)(6) 2014 a manufacturer representative met with the patient to educate them on recharging. The manufacturer representative was able to achieve 8 coupling boxes on the implantable neurostimulator recharger (insr) at the beginning of the appointment but towards the end they could not get any coupling boxes. The implantable neurostimulator (ins) felt to be a bit tilted but there were no obvious physical issues that would seem to hinder recharging. An antenna locate was performed which resulted in a range from 48-56 and did not resolve the issue. The patient programmer and clinician programmer performed telemetry normally. A second antenna locate and short physician mode reset (pmr) were performed which still did not resolve the issue. An antenna was ordered and sent to the patient. The patient received the new antenna but they did not have any success with it. The patient had a consult with a surgeon and a pocket revision was scheduled for (B)(6) but it was cancelled. The revision was scheduled for (B)(6). No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 37791, serial# unknown, product type: recharger. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. (B)(4).